Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high crep2 creatinine plus ver.2 results from the cobas 4000 c311 analyzer. Patient 1 initial result was 137 umol/l. The repeat result from a cobas c501 analyzer was 55 umol/l. The repeat result on the cobas c311 with a 1:2 manual dilution was 58 umol/l. The repeat result on the cobas c311 with no dilution was 53 umol/l. Patient 2 initial result was 131 umol/l. The repeat result from a cobas c501 analyzer was 57 umol/l. The repeat result on the cobas c311 with a 1:2 manual dilution was 58 umol/l. The repeat result on the cobas c311 with no dilution was 56 umol/l. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 346438 with an expiration date of 31-mar-2019. The calibration and qc data was acceptable. A sample probe wash, air purge, incubator bath cleaning, incubator water exchange were all performed. The probes and the cell rinse unit were cleaned manually. Precision testing was performed.

Manufacturer narrative:
Result and conclusion codes have been updated.

Manufacturer narrative:
The field service representative changed the gear pump assembly, sample probe, and reagent probe which resolved the issue.